Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported damaged proximal ribbon (initially reported as stretched polymer) was confirmed although the reported difficult to position and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances of the procedure. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: armada 35, stent: absolute pro ll. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat a mildly calcified, 80% stenosed, de novo lesion in the mid iliac. The supra core 35 guide wire was placed across the diseased segment and the lesion was predilated with an armada 35 balloon catheter and an absolute pro ll stent was placed. Upon advancement of another balloon catheter over the supra core guide wire for post-dilatation, resistance was felt and the guide wire was removed. Some resistance was felt during removal of the guide wire. It was observed that the proximal covered coils were flared and opened. The supra core 35 was removed and another guide wire was used to complete the procedure. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. No additional information was provided.